Event description:
Adverse event: perforation requiring medical intervention. Onset of adverse events: during the procedure. Device issue: none. It was reported that a coronary artery perforation occurred after post dilatation of the xience v stent (3.5 x 28) deployed in the proximal left anterior descending (lad) which extended back into the left main. The perforation required treatment with two graftmaster stents (4.0 x 12 & 3.5 x 12). The graftmaster stents were deployed and sealed the perforation. There was an occlusion of the left circumflex artery after the two graftmaster stents were deployed and the occlusion of the left circumflex artery was left untreated. The patient underwent pericardiocentesis, pressors, perfusion for the bleeding and intra-aortic balloon pump (iabp) placement for hemodynamic support; echo was done immediately after the perforation and showed small pericardial effusion with an ejection fraction (ef) of 45%. Another echo was done two hours after with no significant change. Another echo was done on (B)(6) 2010 and showed pericardial effusion size decreased with ef of 35%. The patient was successfully weaned of the iabp on (B)(6) 2010 and at present hemodynamically stable. The patient was discharged from the hospital on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The jostent graftmaster 4.0 x 12 mm (part#12745-12/lot#584326) and the jostent graftmaster 4.0 x 12 mm (part#12746-12/lot#579477) mentioned are being filed under separate manufacturer numbers. In this case, there was no reported product deficiency. Perforation and cardiac tamponade are known adverse patient events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.